Event description:
It was reported that during procedure on (B)(6) 2024, the scope that was connected to the light cable burned the patient from the hub/neck of the scope where the light cord attaches. No further information is available, other than no staff was harmed, and no delay to the procedure.

Manufacturer narrative:
Customer did not confirm if they will return the device for evaluation at this time. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). A 495ncsc fiber optic light cable was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturer: according to the customer, the device was connected to the light cable at the time of the burn. The lighting was set to "automatic." The customer suffered a burn at the point where the light cable is attached to the hub/neck of the device. No employees were injured. No repairs to storz endoscopes or cables were carried out by third parties. The items listed in this report were not returned to us by the customer for detailed investigation. The instructions for use applicable to the products expressly state that the light source must be set correctly and that the correct combination of light cable and optics must be ensured in accordance with the symbols affixed. Furthermore, it is expressly stated that the optics must not be placed on the patient or flammable material or directed at the patient or flammable material. These instructions were not followed and that the patient suffered a burn. The most probable root cause is not a manufacturing/production error but an user error. This event is filed under internal complaint ID (B)(4).